Event description:
It was reported that a minicap with povidone-iodine had a dry sponge, though it was brown. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: the device was manufactured between 03/07/14 - 03/14/14. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.